Manufacturer narrative:
H.6. Investigation: one photo and one loose 1ml ll syringe without any packaging were received. The sample was visually evaluated. The syringe had almost no scale markings on the barrel ¿ there were several specks of partial markings visible where numbers or grad lines would normally be. The defect is rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that scale marking issue occurred during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the reporter stated that after the dose was drawn up, the employee saw no markings on the syringe. Therefore the product was not administered because the amount could not be verified. The reporter denied any adverse events or missed doses due to this event as the patient received another vial."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the reporter stated that after the dose was drawn up, the employee saw no markings on the syringe. Therefore the product was not administered because the amount could not be verified. The reporter denied any adverse events or missed doses due to this event as the patient received another vial."